Manufacturer narrative:
It was reported that a 71-year-old male patient (approximately 200 lbs.) Underwent a parahisian premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring surgical intervention. The device evaluation was completed on 12-apr-2022. The product was returned to biosense webster for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The IFU (instruction for use) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient (approximately 200 lbs.) Underwent a parahisian premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring surgical intervention. During the procedure, a heart block was discovered and confirmed with EKG. They started pacing with the ablation catheter inside the ventricle. A temporary pacing wire was placed, and the patient recovered from the heart block. The patient was reported to be in stable condition. The physician believes that the ablation catheter hit against the right bundle as the patient had a left branch bundle block (lbbb). Additional information was received on the event. The patient outcome of the adverse event is fully recovered with no residual effects. The patient stayed in the intensive care unit for one day to ensure patients¿ intrinsic conduction was restored and heart block did not reoccur. The patient was in sinus with pvc and sinus qrs was lbbb during the procedure. The patient did not develop atrial fibrillation during the procedure. Pvc ablation occurred near the bundle of his in left ventricular outflow tract (lvot) pvc¿s were suppressed but not eliminated. Mapping the right ventricular outflow tract (rvot) was begun when heart block occurred. The physician believes that shaft of catheter bumped the right bundle branch (rbb) and therefore caused heart block. Used ablation catheter to pace until intrinsic rhythm eventually restored. Prolonged hospitalization has been assessed as they state that wires were placed and the patient went to the ICU which requires removal of wires and transfer to a unit for discharge.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-mar-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).